Event description:
The facility reports the carer was repositioning the spreader bar from fowler position to sitting. As she was pushing on the hanger bar and almost in a sitting position, the left clip detached from the pin. The resident slid out of the sling and down 3' to the floor, hitting the leg of the lift. It is unk what injuries were sustained at this time. (B)(4).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.